Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose (bg) level was 546mg/dl and a manual injection was administered to address bg level; current bg level was 430mg/dl. An infusion set and a supply change were performed to address the occlusions.